Event description:
This report summarizes one malfunction. A review of the reported information indicates that model nnu12lpt, chronic catheter, allegedly experienced a crack at the connection site. This information was received from a single source. This report involved a patient with no consequences. The patient's age weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has been returned for evaluation; the evaluation identified a crack. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (method, results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample was not returned for evaluation. The investigation is inconclusive for the alleged cracked connector issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model nnu12lpt, chronic catheter, allegedly experienced a crack at the connection site. This information was received from a single source. This report involved a patient with no consequences. The patient's age weight and gender were not provided.